Manufacturer narrative:
Four fragments/portions of the leopard cage were returned for evaluation. A review of the device history record could not be conducted as the lot number is unknown. A 12-month review of the complaint trend analysis for the product code found no emerging trends. Although the root cause of the breakage cannot be positively determined, it is noted in the accompanying instructions for use that excessive torque, when applied to long-handle insertion tools, can cause splitting or fracture of the polymer/carbon-fiber implants. When a polymer/carbon-fiber implant is impacted or hammered into place, the broad surface of the insertion tool should be carefully seated fully against the implant. Impaction forces applied directly to a small surface of the implant could cause fracture of the implant. No corrective action/preventive action (CAPA) is necessary at this time as there has been no report of an adverse consequence to the patient. Therefore, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a transforaminal lumbar interbody fusion (tlif) case, the surgeon prepared the disc space with spreaders, shavers and curettes, etc., and then used the 9mm detachable leopard trial. The 9mm 5 degree leopard cage was inserted using footed inserter, then was impacted using the straight and curved impactors from the leopard set. Upon impaction, dr (B)(6) noticed that the cage had broken. Pieces of this cage are being sent back. The rest of the cage was left in the patient. It was reported that the surgeon thought the rest of the cage was fine to be left alone in the patient. He did not want to try to remove the remaining portion of the cage as it was a snug fit.